Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip eventually released from the catheter after the user cut the deployment device just below the handle with wire cutters and subsequently fell off the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly, handle and sheath grip were not returned. The handle was found cut from the device along with the coil and control wire. The device was ball end separated and a kink was noted on the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip eventually released from the catheter after the user cut the deployment device just below the handle with wire cutters and subsequently fell off the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.